Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including an ipg, on (B)(6) 2009. It was reported that the patient had his entire system explanted on (B)(6) 2011. The patient's spouse reported that the system was aggravating to the patient and did not help his pain. It was also reported that the patient had a cerebrovascular accident in (B)(6) 2010 and needs an MRI performed as part of his follow-up care which contributed to the reason for explanting his scs system. No further patient complications were reported.